Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for spinal pain. It was reported the ins was overdischarged due to patient noncompliance. The patient was not able to charge the ins. They were setting up an appointment to assess. No patient symptoms were reported. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that they were able to complete a physician mode reset (pmr), and the patient is successfully charging their implantable neurostimulator (ins). They added that they will see if they can clear the power on reset (por) with their programmer. The rep mentioned that since the device was in overdischarge, there will be some damage done to the battery requiring more frequent recharging. The patient¿s weight was unknown. No further complications were reported or anticipated.